Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door cable had disconnected. A field service engineer reconnected and recovered the tower door cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary towersystem, the device was not detected on the bus, and tower drawers failed and required maintenance. The customer stated that this malfunction caused the user to dispense medication from another station temporarily. However, there were no adverse events or injuries reported based on this event.